Manufacturer narrative:
Additional information: event site email: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they checked the cable and function was normal. The device passed all performance and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use. No parts replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a line cable signal unstable during use. There was no patient harm or injury.